Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The subject device was evaluated by olympus, and the tissue pad in the grasping section was confirmed to be worn away. Also, a part of the tissue pad was peeled away. This supplemental report includes an updated to h3. Also, information has been added to h6. The legal manufacturer's investigation is still ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(4). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the grasping part of the thunderbeat broke off outside the patient (on the operation table) during a laparoscopic hysterectomy procedure, extending the procedure and sedation for 30 minutes. No patient harm reported. 2 thunderbeat devices were used in which one end of the jaw was misaligned and other thunderbeat device had issue with cut and seal. The complaint is regarding the thunderbeat device that had misaligned jaw.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the peeling of the tissue pad likely occurred by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peel away. Although the reported device defect led to the procedural delay, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.